Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal failed to load properly. There were no pt effects. A replacement unit was used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly and the seal were received separate. The green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal failed to load properly" could not be confirmed. A lot history record review was completed for the product. There was no non-conformance which could have contributed to this failure mode. (B)(4).